Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Three (3) years post procedure the patient experienced two (2) cerebral vascular accidents.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.